Manufacturer narrative:
Concomitant products: t505u225 aortic valve, implanted (B)(6) 2012; 6935 lead, implanted (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Event description:
The patient is a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.